Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device was "not locking the burr in ". There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. The device was tested and the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear of component parts over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.